Event description:
It was reported that during a supply change the user was unable to turn and attach the connector to the ilet, with the connector initially oriented at approximately 9 o¿clock; after disconnecting, rewinding, and reseating the cartridge, the connector still would not turn until a new connector was used, after which tubing was filled and insulin delivery resumed; the measured blood glucose during the call was 247 mg/dl and the user had recently eaten; this corresponds to a fitting problem involving the connector/coupler component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed a mechanical problem consistent with a connector fitting issue at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.